Event description:
It was reported that the device exhibited sudden battery depletion. During device check in may 2017, the battery showed 4.4 years of life remaining and then to 3.5 years to eri in july 2017. The physician had increased the output on the left ventricular lead by 0.5v, which was suspected to have led to the drop in the battery longevity. The device was explanted and replaced. The patient was in stable condition before, during and after the procedure.